Event description:
Customer reports blood glucose result of 68 mg/dl taken on the advantage system with low blood glucose symptoms; self treated with 2 glucose tablets, and re-tasted within 10 minutes with result of 513 mg/dl. Customer re-tested 1 minute later with results of 310 mg/dl and 200 something (mg/dl). No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.